Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and only displayed the color bar. The front panel was also not functioning. The issue occurred during preparation for use in an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
The reported event occurred during preparation for a therapeutic general surgery. The procedure was cancelled and there was no delay reported

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.